Manufacturer narrative:
The customer reported elevated blood lead test results for two (2) patients. This MDR documents one (1) patient result , a separate MDR was submitted for the other patient result. The associated report number is cross-referenced in the respective section of this FDA form 3500a to ensure traceability.

Event description:
The customer reported elevated patient patient test results. The customer stated that a patient's blood lead test result obtained using the leadcare ii test system was 6.5 ug/dl. A confirmatory test was requested but had not been done. The customer stated they did not believe that the controls were tested when the leadcare test kit was received. No control values were provided to leadcare technical services (ts). As part of troubleshooting, ts requested information regarding the customer's blood collection and testing methods. The customer reported using the capillary tubes included in the leadcare ii test kit for sample collection. The customer stated that the collection site was prepared by wiping it with alcohol pads and lancing the skin, and that the first droplet of blood was wiped away by touching the skin. The customer reported filling the capillary tube to the black line with no visible air bubbles, and immediately dispensing the contents of the treatment tube tube using the plunger. The customer reported gently mixing the tr tube contents, then using the dropper provided in the kit to dispense the treated sample onto the "x" of the sensor. Ts identified that the instructions for sample collection and handling were not fully followed by the customer, specifically: (1) not washing the patient's hands with soap and water, (2) touching the skin to remove the first droplet of blood and (3) potentially not mixing the treated sample adequately. Ts instructed the customer to follow the cdc guidelines for capillary blood collection and the blood lead test procedure described in the leadcare ii blood lead test kit package insert. Ts provided the customer with the cdc capillary blood collection video, cdc finger stick poster, leadcare ii package insert and the user's guide.